Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) - the dentist reported that 11 months after dental implant was installed in intraoral region 4#, its loss of osseointegration was observed. The patient presented bone type ii and 30ncm of primary stability was achieved.